Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#:(B)(4), implanted: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that since the patient got the pump implanted the patient has had 7 other back surgeries. The last surgery done they fused her whole spine and the procedure went really well but 1-2 months after the fusion procedure the patient started to get a "swelling spot" at the incision site near where the catheter is in the spine. Per the reporter, the surgeon drained it once and told the patient it was just water and not to worry, that was a couple of years ago. The reporter thinks the catheter is leaking drug and causing the area to swell. The patient continues to have pain at the lump. The patient¿s spouse was concerned that a spinal fusion the patient had in the past caused the catheter to become dislodged and there could be a leak near the tip causing the swollen lump on patient¿s spine. Then, the patient started to have trouble with her bowels, constipation and uncon trollable diarrhea, stomach problems and mental confusion. The gi (gastrointestinal) doctor couldn't find anything wrong with the patient but then told the patient the gall bladder was the cause of her issues, so it was taken out but the problems continued. The patient¿s pump was filled (B)(6) 2020 and the drug dose was increased to try to treat the pain at the lump in patient¿s spine after the refill and the increase in drug, the patient wasn't acting normal, she was like a "drug addict¿. The patient had a fall and hit her head on (B)(6) 2020. They called the healthcare provider¿s office and they told the patient to come in and they turned the pump down. The reporter had contacted the healthcare provider about their concerns. No further complications were reported regarding the event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that no actions were taken to resolve the catheter issue due to the hcp not believing an intervention was needed at this time. It was reported that cause of the issue was not determined and that the devices remained implanted. It was noted that the patient was responding to drug increases and decreases. No further complications have been reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.